Manufacturer narrative:
The customer's allegation is under further investigation by merge healthcare. When additional information becomes available a supplemental report will be filed.

Event description:
Merge radsuite application provides a means to distribute, display, and store diagnostic-quality medical images in electronic format. The system displays traditional 2d and reconstructed 3d radiological images using web-enabled viewers over both local and wide area networks. On (B)(6) 2016, merge healthcare support received a customer allegation indicating that x-ray images were dark and that these images are unable to be read. Further discussions with the customer revealed that a radiologist overlooked an image due to the image being black with no study information on the viewport. With radsuite not presenting images in a manner that allows for viewing, there is a potential for a delay in a patient's treatment or diagnosis if an image is overlooked. The customer has indicated that no harm has resulted to a patient as a result of this issue. Reference complaint number (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 07/15/2016. There was a coding change that changed the behavior on how images were presented in the viewer and thumbnails. This came to light because if a modality was sending poor window level values in the dicom header and we were just using those values instead of also using the look up table. There was a patch released and confirmed by the customer that this has resolved their issue. Along with the patch for this issue we needed to add property cr. Override. Image. Wl true to the jnlp. Properties file. Lg (B)(6) 2018. (B)(4). H10 - indication of additional manufacturer information and corrected data are contained in this follow-up report file attachments.